Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in a lower limb. A 2.5 x 200mm armada 18 balloon dilatation catheter (bdc) was attempted to be used for vessel dilation; however, the balloon was noted to be punctured. The bdc was replaced with a 2.5x180mm armada 18 bdc; however that balloon also ruptured. Ultimately another armada 18 bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported balloon rupture could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. Returned device analysis noted that the device looked as if it was prepared and used in the anatomy. In this case, it is possible that the device interacted with the patient anatomy such that the balloon became damaged and ruptured; however, since limited information was provided, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.